Event description:
After implant surgery, the patient reported pain in their left foot and heel.

Manufacturer narrative:
The patient reports that the pain has subsided. No medical intervention was necessary. This is the final report.